Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the use of the steerable guiding catheter (sgc) worsened a pre-existing pericardial effusion, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was pre-existing pericardial effusion. The sgc was advanced without issue and two clips were implanted, reducing the mr to 2. When the sgc began to be removed, it was noted that the blood pressure dropped. The sgc was not removed, and the effusion was noted to be worsened by the procedure. Pericardiocentesis was performed, protamine was administered, and the patient was stabilized. The sgc was then removed. The patient was confirmed to be stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of hypotension and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects of pericardial effusion and hypotension appear to be related to procedural circumstances and there is no indication of a product quality issue with respect to manufacture, design or labeling.